Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with missing display window cover, serial number label missing, end cap address label fading, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was admitted into hospital due to hyperglycemia, diabetic ketoacidosis, positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing, on (B)(6) 2019 with blood glucose level 740 mg/dl at time of incident and treating with manual injection at hospital. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer allege insulin pump was under delivering because they noticed that the bent cannula make their blood glucose higher. Customer also stated that the insulin pump had cracked on the back. Advice customer to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.